Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual and microscopic analysis of the returned device identified: fold creases, wear abrasion, stress marks, curved openings with striated edge, broken shell with sharp edge in the same location of crease and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: curved striated openings assessed as surgical damage. Broken shell with sharp edge in the same location of crease assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and "recalled implant".

Event description:
Healthcare professional reported right side "ruptured and recalled implant". Device has been explanted.